Event description:
It was reported a patient underwent an total knee arthroplasty surgery on an unknown date in (B)(6) 2026, a topical skin adhesive was used. The patient had patient reaction to adhesive mesh that was seen by the doctor office after post op follow up. No product for return. Product removed at the first follow-up; this is their usual practice and 12 days of oral prednisone prescribed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. This was on a female patient that was having a second total arthroplasty. This is her second exposure to dermabond. No problems to the first exposure. What is the procedure date? - what does the reaction look like and how large of an area does the reaction cover? Confined to the space underneath the dermabond. Described as looking similar to ¿poison ivy¿ reaction. - do you have any pictures of the reaction? - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; wound debridement)? If so, please specify. Product removed at the first follow-up (this is their usual practice) and 12 days of oral prednisone prescribed. - if medication was required, please clarify if it was prescribed by a physician and what was prescribed. 12 days or oral prednisone prescribed. - if medication was prescribed, please clarify if it was prescription strength: - what is the most current patient status? - can you identify the lot number of the product that was used? - was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. - please provide the source or name of person providing answers to follow-up questions: physician assistant. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? - do you have any pictures of the reaction? When was the prineo product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? - what is the most current patient status? - can you identify the lot number of the product that was used? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.